Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported impedance anomaly was not confirmed in the laboratory. The ventricular lead impedance trend was reviewed and no anomalies were observed. Review of the stored electrograms revealed noise on (B)(6) 2009 at 11:40 am. The device was manually tested through bench testing. The test leads inserted and secured well into the header. In the laboratory, the pacing lead and high voltage lead impedance measurements were normal. While connected to a cardiac simulator, the device sensed and paced test signals normally. No noise was observed. The device's functionality was tested on our automated electrical testing system. The device met all test specifications and no anomaly was observed. The observed noise is believed to be due to a lead anomaly. Our records indicate that the associated lead was removed and was not returned for analysis. Therefore, a complete evaluation could not be performed.

Event description:
It was reported that the patient received an alert due to low impedance. Lead fracture was suspected but at explant, lead was found to be normal. ICD malfunction was suspected. System was explanted.